Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve displaced. The hemostatic valve was damaged when on the vizigo sheath when taken out of the package. They were unable to advance the dilator through the valve due to the damage. When the sheath was replaced, the issue resolved. No patient consequences were reported. To be more specific on what section broke/separated it was the hemostatic valve. The hemostasis valve (gasket) did not break into two or more separate pieces, it disconnected from sheath. The sheath was not being used on the patient, it occurred during setup. There was no occlusion when irrigating the sheath. The sheath was completely blocked. The needle was not still able to be moved through the sheath. They were inserting the needle into the dilator. Hemostatic valve separation is MDR-reportable. Dilator obstruction is not MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-aug-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-sep-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve displaced. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Additionally, a guidewire was introduced through the dilator, and no obstruction was found. A device history record evaluation was performed for the finished device number 00001961 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)